Manufacturer narrative:
The tip cover has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si nissen fundoplication procedure, the reporter indicated that the mega suturecut needle driver instrument was acting in counterintuitive fashion. After removing the instrument and reseating the face plate, the instrument was reinserted. At that point, the reporter claimed that a wire broke when the surgeon attempted to take control of the instrument. The instrument was replaced by the surgical staff and the planned surgical procedure was completed with no patient harm, adverse outcome or injury. There were no missing or fallen pieces reported.